Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device drawer was not opening. The customer reported that the drawer opened to issue medication several failed attempts. A technical support specialist had found, in myqlink transactions, that the item was issued from matrix bin and then was returned by the customer several times. The specialist had then opened every single drawer in zone setup and the customer informed that they had felt some resistance when pulling drawer,but no issue was detected when latching the drawer to open. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis¿ medflex 1000 drawer did not open when trying to issue zithromax 500mg tab after several failed attempts. There were no adverse events or injuries reported based on this incident.